Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced stoma pain. On (B)(6) 2019, an endoscopy was performed and an ulcer was found near the internal retention plate and was treated with two unknown medications. The tubing was not replaced. The gastroenterologist felt the internal retention plate may be rubbing against an ulcer, and recommended the plate not be on the ulcer.